Event description:
Procedure type: unknown. According to the reporter: the client reports that the balloon burst when inflated with 20cc of air. The balloon was tested by the nurse before insertion in the abdomen. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).